Manufacturer narrative:
As received, a partial lead was returned in two pieces with stylet stuck in the lead. The connector portion measured 7.5cm while the distal portion measured 53.0 cm. Visual and x-ray examination of the lead found overtorqued inner coil at the connector region, and stuck stylet in the lead consistent with procedural damage. The cause of the reported event was isolated to overtorqued inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification.

Event description:
Additional information received noted the left ventricular lead was explanted on aug 14, 2020 due to an unrelated infection. The patient was in stable condition.

Manufacturer narrative:
Additional information.

Event description:
Additional information received noted that the patient presented in clinic for a generator change on (B)(6) 2020. Upon interrogation, the left ventricular (lv) lead was found with elevated pacing threshold. X-ray testing observed the lead had pulled back into the coronary sinus. The physician decided to implant a new lv lead. After successfully implanting a new lv lead, the physician attempted to extract the chronic lv lead with use of stylet insertion. The stylet got stuck inside the lead and had to be cut. The stylet could not be removed from the lead. The lead was abandoned and capped. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, it was observed that the left ventricular lead capture thresholds had increased. The output was increased and the patient is currently stable. The physician discussed the possibility of addressing the lead during a generator changeout.